Manufacturer narrative:
(B)(4): the customer reported that a patient's ECG and spo2 was being monitored at the central station (cs), however, the bedside monitor was not communicating with the cs. Based on the available information, it is not known whether there was an inop (no central monitoring) showing at the central station. The customer did state that monitoring was provided at the bedside monitor. We consider the bedside monitor the primary source of monitoring and there was no report of any failure of the bedside monitor. The customer noted that the connection of the monitor via the network cable was disconnected and reconnected, which then caused the data to come back to the central station. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a patient's ECG and spo2 was being monitored at the central station (cs), however, the bedside monitor was not communicating with the cs.